Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: opening device assessed, as unidentified (tear) opening (shell thickness was within specification). Anxiety-product-procedure: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, left deflation. Physician later reported, "recall". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left deflation. Device remains implanted.

Event description:
Physician later reported "recall". Device has been explanted and replaced.